Event description:
On (B)(6) 2013, the following information was reported to kci by the nurse: a patient's wound, with tunneling, had failed to heal after 12 months, and the patient was taken to the operating room for investigation. A foreign material alleged to be v.a.c. Whitefoam dressing was retained within the patient's wound, for an unknown amount of time. The retained foreign material required surgical excision. The patient is recovering with no reported complications.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number or pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or led to infection or other adverse events. V.a.c. Whitefoam dressing is recommended for use in tunnels. Do not place foam into blind or unexplored tunnels. The foam in the tunnel should communicate with the foam in the wound bed and be easily visible.